Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review could not be performed as the catalog number and lot number were unknown. No root cause could be determined as the complaint could not be confirmed. UDI and catalog number unknown, initial reporter also sent report to FDA? Unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that patients developed pruritus which was associated with use of the device. This information was from a post-market clinical follow-up anonymous survey. No additional information available.